Event description:
New information stated that the noise on the patient's lead had progressed. Externalized conductors were noted via fluoroscopy. Lead was replaced.

Event description:
It was reported that noise was present on both bipolar as well as rv-coil to can channels. The noise was detected and classified as vf though all shocks were aborted due to return to sinus. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.